Event description:
Reporter alleged that there was a hole in the battery compartment of the compact meter where the plastic had melted. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.